Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy evo device. A visiting nurse placed a call to a sales representative when they recognized the ventilator service required on the device. The sales representative allegedly confirmed the ventilator service error on the device and replaced the device with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The manufacturer's service technician observed error codes e-384 (pressure sensor) in the device¿s event log. The manufacturer's service technician performed the flow verification test step on the device. The flow verification test step had failed on the device. The manufacturer's service technician replaced the device¿s flow sensor to address e-384 and flow verification test step issues on this device. No repair was performed. The device's blower motor was replaced to address the issue. Additional findings not related to the malfunction/issue was the fio2 sensor test step failing on the device. The manufacturer's service technician evaluated and determined the muffler assembly needed replacing due to dirt contamination. The manufacturer's service technician replaced the muffler assembly to resolve the failed fio2 sensor test step issue. After replacing the parts on this device, the manufacturer's service technician performed final and run-in tests, along with battery and valve checks on the device. The manufacturer's service technician found the device operational and cleaned the device.